Manufacturer narrative:
(B)(4). Additional information: the clips did not close completely. Some of the clips were hanging off of the clip applier.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired; potential of malformation of the clip. As a result, there was excessive bleeding in the patient. They were able to control the bleeding. No blood product or transfusion given.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.